Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified orthopedic surgical procedure, it was discovered that the motor device was working well when it cut out and stopped working. It was reported that the drill bit device was removed and re-attached, the connections were changed over to another port and the foot pedal device was changed. However, the device worked intermittently and then stopped. It was not reported if there were any delays in the surgical procedure. A spare device was available to complete the surgery. According to the reporter, the device was decontaminated after the procedure, plugged in and then tried again and device seemed to work as expected. It was reported that the event occurred during use on a patient. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative:the actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the cover was damaged and the cover of the hard cable was worn. It was further determined that the device failed for loctite and cable assessments therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.